Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted global technical services (gts) regarding connecting the home patient (hp) before priming on the homechoice (hc) unit. The cg stated that the hc displayed "connect yourself check patient line", but when she pressed go the hc displayed "priming". The technical service representative (tsr) explained that the hc did not finish priming. The tsr instructed the cg to start over with new supplies in order for the hc to prime and to ensure aseptic procedures are followed. The tsr then assisted the cg with removal of the cassette. The cg confirmed she understood explanation and would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.